Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Total number of events reported: (B)(4). (B)(4) - restorelle. (B)(4) - novasilk november 06, 2015: report was delayed due to an esgg issue. Ticket # (B)(4) was opened on 10/30/2015 and not resolved until 11/06/2015.

Event description:
The patient was implanted with coloplast omnisure and restorelle a trap mesh on (B)(6) 2012. Later the patient experienced buttock pain 2 weeks after omnisure sling placement, recurrent urinary tract infections and incontinence. Between (B)(6) 2012 and (B)(6) 2013 the patient was prescribed pain medications, nsaids and antimicrobials.